Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C55832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity/nickel/metal allergy"), dyspareunia ("dyspareunia"), tooth disorder ("dental issues") and arthralgia ("joint pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure treatment was not changed. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, tooth disorder and arthralgia outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, pelvic pain and tooth disorder to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity on right side was 3 and on left was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure coils appear to be appropriately placed with the proximal tip near the utero tubal junction. Lot no:c55832, expiration date 31-may-2017, production date: 31-may-2017. Most recent follow-up information incorporated above includes: on 22-jun-2020: this case become serious incident. Mr received. Reporter's information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.